Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a rvad on (B)(6) 2020 for ventricular tachycardia and right ventricular failure. The patient had an aortic root thrombus which was diagnosed in the cath lab and the patient continued to worsen clinically and ultimately care was withdrawn on (B)(6) 2020 on which the patient expired. The patient was on chronic opioid therapy, and was reported to have experienced low flow alarms although device interrogation the morning after revealed none.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events and ultimate patient outcome as well as a direct correlation to heartmate 3 lvas, serial number (B)(6), could not be conclusively determined through this evaluation. The account communicated that the patient had persistent vt and rv failure. An rvad was placed on (B)(6) 2020. The patient also had an aortic root thrombus. The patient reportedly continued to worsen, and care was ultimately withdrawn on (B)(6) 2020. Additional information indicated that upon device interrogation the following morning, no low flows were observed. The account felt that this event was not device-related; however, the event may also be related to the patient¿s chronic opioid therapy. No product is available for investigation. The current heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism, right heart failure, and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This IFU also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.